Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this pacemaker experienced atrial fibrillation (af). The battery previously showed one and a half years remaining longevity. During the recent check, the device showed less than six months remaining longevity. There were no programming changes made since. Boston scientific technical services (ts) discussed that it was uncommon for the programmer and the device to have slightly different longevity calculations and due to power consumption binning. Thus, may want to check device again in month to reassess battery. The field representative was going to review with the physician and maybe consider generator change as well. As of this time, the device remains in service. No adverse patient effects reported.